Event description:
10mm ethicon endopouch retriever bag broke while trying to remove the specimen from the body. The bag broke. Specimen spilled and broke into many pieces back into abdominal cavity. Surgeon had to search the abdomen for the pieces of the specimen. A different brand of retrieval bag was requested and used to successfully remove all of the specimen.